Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.50/2.5/113 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was removed on (B)(6) 2021 due to elevated iop (21.3mmhg) without pupil block and angle closure, significant reduction of irido-corneal angles, and excessive vault. A shorter length lens was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device.